Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test due to faulty force sensor resistor. The insulin pump has minor scratched lcd window and cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call that the customer's blood glucose did not decline with a correction. The customer's blood glucose was 500 mg/dl. The customer's son reported the customer did not feel well due to their high blood glucose. The son requested a replacement insulin pump for the customer. The insulin pump will be returned for analysis.